Event description:
A female underwent aaa repair in 2009. The pt's vessels were a bit brittle, with some calcification as the surgeon was performing cut-downs. It was planned to implant the zenith devices from non-contrast CT due to the pt's renal function. There were no issues with access for the main body or iliac leg grafts. There were no graft deployment issues. The coda balloon inflation was not forceable, but the sealing stent on the pt's left side appeared to move "outward" at an angle. Final angio showed type I endoleak in the aortic neck but did not appear to be typical type I. Additional gentle balloon inflations did not improve. The endoleak appeared larger but the pt was stable. The physician placed a main body extension since there was some room between the flex main body and the lowest renal artery. The leak continued to enlarge, so another main body extension was placed but again, the leak continued to enlarge. The physician was unsure if there was a rupture or dissection. The pt continued to be stable. The renal artery was not visualized on angio, so the interventional radiologist tried to select the renal artery and wire entered dissection/leak very easily. At the time, the physician decided to convert to open repair. As the pt was prepared for transport, she started to become unstable. The pt was transported to or- no issues. All give pieces of zenith grafts were explanted. The aortic neck appears to have ruptured. Open repair was successful. The day after the surgery (the next day), when the brachial sheath was removed, the pt showered emboli to her hand and had to return to or. As of the following month, the pt was still in ICU and on a ventilator. The physician has tried to wean her from the ventilator multiple times. Pt history discovered after open repair that she had almost died after a diagnostic angio- she showed cholesterol emboli to both renal arteries and down her legs. The physician stated that if the pt's history had been known, and a contrast CT had been done- different sizes might have been selected, and coda inflations may not have been done. Interventional radiologist stated that there would also have been a better idea of the quality of the aortic neck. As of the same day, the pt was still in ICU and on a ventilator.

Manufacturer narrative:
Event evaluation: the development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. Regarding this failure mode, the IFU stresses the importance of ensuring compatibility with vascular access and also states that vessels that are significantly calcified or thrombus-lined may preclude placement of the stent graft. Additionally, the IFU states that disturbances in the vessel may dislodge fragments of thrombus, which can cause distal embolization. It is unk at this time the cause of the perforation/rupture/dissection. It may have been caused by the delivery system, deployment of the main body, or ballooning. However, we have notified the appropriate individuals and we will continue to monitor for similar events.